Event description:
During the first few mins of the lithotripsy case, the single-use fiber broke inside the pt, leaving a three to six-inch piece in the pt's kidney. Per the physician, the fiber broke off very easily with minimal manipulation inside the flexible video ureteroscope. The physician was able to successfully retrieve the fiber fragment from the pt using a 'basketing' technique. Per the physician, there was no pt injury. The case was completed with a different model of surgical fiber.